Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the secondary tubing set separated at the drip chamber. This occurred in the labor and deliver/ante-partum unit. No further information was provided.

Event description:
It was reported that the secondary tubing set separated at the drip chamber during a potassium with penicillin secondary infusion in the labor and deliver/ante-partum unit. There was no consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
Additional information provided: b.3, b.5, d.10 & d.11. The customer's report of secondary tubing set separation at the drip chamber was confirmed. Visual inspection of the set noted the tubing was completely separated from the drip chamber outlet port. Fluid was observed leaking from the separation. Examination under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was deemed unnecessary due to a separation. Dimensional analysis was performed on the inner diameter (ID) tubing and measured to be within specification. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Device history record could not be performed on model 72213n because the lot # for the suspect set was not provided.